Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Received via medwatch (mw5075206): information from medwatch: columbus revision stem revised / loosening total knee. Additional information has been requested. File will be updated when information is received.

Manufacturer narrative:
Additional information provided: event: components in use listed as concomitant devices are: nr195z / as tibia offset stem d15x92mm cemented, nr072z / as columbus rev f tib. Offset cement. T1+, nr002z / as columbus rev f femur cemented f2l, nr292z / as femur extens. Stem 6° d15x77 cemented, nr113m / columbus rev f mc glid. Surf. T1/1+ 16mm, nr400z / as nut f/femur extens. Stem all sz. Neutr., nr246z / as columbus tib. Hemi-sp. T1/1+ 15mm rl/lm, nr462z / as columbus rev fem.s pacer dist. F2 5mm, nr462z / as columbus rev fem. Spacer dist. F2 5mm. Brand name: as tibia offset stem d15x92mm cemented. Common device name. Model and catalog#: nr195z. Expiration date: 03/31/2025. Concomitant medical products: added components. 34 months. PMA/510k: k101281.

Event description:
Components in use listed as concomitant devices are: nr195z / as tibia offset stem d15x92mm cemented, nr072z / as columbus rev f tib. Offset cement. T1+, nr002z / as columbus rev f femur cemented f2l, nr292z / as femur extens. Stem 6° d15x77 cemented, nr113m / columbus rev f mc glid. Surf. T1/1+ 16mm, nr400z / as nut f/femur extens. Stem all sz.neutr., nr246z / as columbus tib. Hemi-sp. T1/1+ 15mm rl/lm, nr462z / as columbus rev fem. Spacer dist. F2 5mm, nr462z / as columbus rev fem. Spacer dist. F2 5mm.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers, and found to be according to specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: no product available, and therefore a complete analysis is not possible, but based on the information available, it appears the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately due to a lack of data and without the product, we can not determine the exact cause. Corrective action: no CAPA is necessary.